Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to non-diabetes related. The customer stated that they had high blood glucose of 400 mg/dl. The customer's blood glucose was 282 mg/dl at the time of call. The customer stated that they delivered bolus for both blood glucose reading. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.